Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damaged occured. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery with a significant bend less than 45 degrees. Following predilatation with a 2.0x20mm maverick2 balloon, a 2.25 x 16 synergy stent was advanced to treat the lesion but was unable to cross the lesion. After removing the stent, the tip of the stent was noted to be deformed. Following predilatation with a 3.0x20mm maverick2 balloon, the same thing happened with a 3.00 x 32 synergy stent. The procedure was completed with four overlapping stents. There were no patient complications nor injuries were reported.